Event description:
It was reported that the customer is returning all lots after having issues with some harmonic ace instruments unable to rotate the roll axis. The instrument has never been used.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion issues with other harmonic ace instruments, an investigation is in progress to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of uncontrolled motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. During roll articulation on the system, slight friction and delay to rotate when the hand controls were not moving. Excess friction was observed when manually rotating the main tube off the system. Blank MDR fields: the missing patient information in sections a and b was not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
This instrument was transferred to engineering for further investigation and initial failure analysis was confirmed. The housing was removed, and the outer diameter of the input roll gears was measured and was found to be out of spec. This is responsible for the excessive friction observed.

Event description:
Refer to h10/h11 for follow-up information.